Event description:
It was reported that the customer experienced high blood glucose on the day he first used the insulin pump. It was also reported that the insulin pump did not alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.